Event description:
On (B)(6) 2011 customer reported a clear, foamy leak (approx 8 oz.) That did not appear to have any blood in it coming from under the dxh 800 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that there were two areas that were affected. The sample line for the flow cell (port1) was leaking and a quick disconnect located under the lower air mix and temperature control (amtc) was loose. Fse cleaned, replaced the sample line and tightened the quick disconnect. At the time of the investigation it was unknown which specific quick disconnect had come loose. There was no further evidence of leaking. Fse also noted that the clenz was not matching cycle count but this was not related to the leak event. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).